Event description:
The reporter called and alleged discrepant results on 3 pts when compared to the lab. The reported device results were 6.4, 2.8, and 2.3 inr. The corresponding lab results reported were 3.8, 1.97, and 1.85 inr. The reporter did not provide info on treatment. The device was replaced and requested to be returned for eval.